Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. An echocardiogram was performed and the rv lead was located in the pericardium, resulting in a cardiac perforation. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.